Event description:
During a stent procedure of a pre dilated rca lesion, the physician experienced difficulty crossing the lesion. During removal the delivery device/stent got caught on the guide catheter and resistance was encountered. The entire system including the guide catheter was removed. Upon removal it was noted that the back end of the stent was barely on the tip of the delivery device. Another manufacturer's stent was used to successfully complete the procedure. No patient injuries or complications occurred.